Event description:
Health professional reported a lap-band that was explanted due to an erosion.

Manufacturer narrative:
Taper ii. The product associated with this report has returned and is pending device analysis. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."